Manufacturer narrative:
Device not returned.

Event description:
Reportedly, after tee a decision was made to replace the ring with a 29mm pericardial valve. They also report that this ring would not seal.